Event description:
It was originally reported that during a knee procedure, the pump began to over pressure. The tubing was changed but the pressure still spiked again. This was noticed before any patient injury occurred. Follow up information provided through medical records: it was reported that on (B)(6) 2012 the patient underwent an arthroscopy procedure of the right knee. During the case (middle of the case) the pump began running quickly. This was investigated. The pump was changed. There was some mild fluid extravasation in the suprapatellar area of the right knee. Once the pump was changed and the case ended, although it had been quite firm, the knee area was already softening. No evidence of compartment syndrome. The portals were closed and the knee insufflated with marcaine and morphine (5ml). The tourniquet was deflated and the quadriceps began to soften with capillary refill present and with good distal pulse. Post-op plan: physical therapy has been prescribed and weight bearing as tolerated. Pt (B)(6) female. Updated information received from legal: on (B)(6) 2013, the patient returned for a follow up visit. Note states "the patient sustained soft tissue trauma associated with pump failure intraoperatively."

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complaint not confirmed. The pump ran at different settings, pump functions were normal. The pump was returned back to the manufacturer for further evaluation. The manufacturer's evaluation did not reveal anything relevant to the event. Separate evaluation of the tubing revealed the bladder/sleeve inside the drip chamber collapsed 100%. Typically, this type of event is caused by the end user disconnecting and reconnecting the tubing from the pump. At the end of the surgery and as stated in the event, there was no evidence of compartment syndrome. In a post-op visit 5 weeks later, there is a claim that "the patient sustained soft tissue trauma associated with pump failure intraoperatively." A review of the op report shows that the patient had pre-existing conditions which include peripheral vascular disease and varicose veins issues of the lower extremities. Also, from the post-op report one month later, the patient was advised to continue range of motion exercises but was planning a 10 day road trip. For this, the patient was strongly advised to make frequent stops, ambulating frequently out of the car and doing ankle pumps in the car. A most likely cause of the event would be failure to follow post-op protocol as prescribed by the surgeon. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.